Event description:
Boston scientific crm received information that this left ventricular lead impedance measurements have fluctuated from 600-2000 ohms. The reading in the clinic at the most recent visit is at greater than 2000 ohms. As of today, the lead remains implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.